Event description:
Pt was implanted with ex retrograde femoral nail construct on (B)(6) 2011 for a femur fracture. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware due to a non-union of femur. One of the 6 mm locking screws broke post-operative at the distal end of the nail. Surgeon removed all hardware and revised pt to bone graft and femur plate construct. Pt is a heavy smoker. This is the third report of 5 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.